Manufacturer narrative:
Block a1: (B)(6). Correction - b5, h6 patient, impact codes. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of the mesh removal surgery. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The explanting physician is: (B)(6). Block h6: patient code e1405, e2330, e1310 and e0506 captures the reportable event of dyspareunia, pain, urinary tract infection, hemorrhage/blood loss/bleed. Impact code f12, f2303, f19 and f1903 captures the reportable event of serious injury, medication required, surgical intervention and device explantation. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block b5 was updated. Block b3 was corrected. Block d4: lot number, expiration date and udr were updated. Block d6b (explant date) was added. Block g1 was updated. Block h4: manufacturing date was updated.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; other pain: inner thighs and down sides of both legs, urethral pain associated with utis; painful intercourse; recurrent incontinence; aggravated incontinence; damage surgical interventions: on (B)(6) 2019 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: mesh removal. Nonsurgical treatments: on (B)(6) 2017 the patient commenced the following treatments: pain medication: panadol/panadeine (couple of times a day) for the treatment of: pain. Treatment duration: 4 years. Physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: for life physio/clinical pilates. Treatment duration: couple of years. Topical treatment (including oestrogen cream): oestrodiol 10mcg for the treatment of: dryness and uti prevention. Treatment duration: 4 years. Heat packs for the treatment of: nerve pain - thighs and lower pelvic area. Treatment duration: (nightly). Pain medication: amitriptyline for the treatment of: nerve pain at night. Treatment duration: 4 years. Antibiotics (various brands) for purpose: treatment of utis. Treatment length: on and off as infection occurs. Incontinence pads for the treatment of: incontinence. Treatment duration: 4 years. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training): clinical pilates for purpose: movement and pelvic floor. Treatment duration: 2 years. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training): rehabilitation pilates for purpose: movement and pelvic floor (clinical pilates became too expensive to continue). Treatment length: 6 months. ***additional information as of october 19, 2022**** on (B)(6) 2019, the patient underwent removal of retropubic mesh midurethral sling, suprapubic and vaginal approach to treat pelvic pain from mesh midurethral sling. During removal, there was bleeding and was controlled using 1 vicryl sutures.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; other pain: inner thighs and down sides of both legs, urethral pain associated with utis; painful intercourse; recurrent incontinence; aggravated incontinence; damage. Surgical interventions: on (B)(6) 2019 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: mesh removal. Nonsurgical treatments: on (B)(6) 2017 the patient commenced the following treatments: pain medication: panadol/panadiene (couple of times a day) for the treatment of: pain. Treatment duration: 4 years. Physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: for life physio/clinical pilates. Treatment duration: couple of years. Topical treatment (including oestrogen cream): oestradiol 10mcg for the treatment of: dryness and uti prevention. Treatment duration: 4 years. Heat packs for the treatment of: nerve pain - thighs and lower pelvic area. Treatment duration: (nightly). Pain medication: amitriptyline for the treatment of: nerve pain at night. Treatment duration: 4 years. Antibiotics (various brands) for purpose: treatment of utis. Treatment length: on and off as infection occurs. Incontinence pads for the treatment of: incontinence. Treatment duration: 4 years. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training): clinical pilates for purpose: movement and pelvic floor. Treatment duration: 2 years. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training): rehabilitation pilates for purpose: movement and pelvic floor (clinical pilates became too expensive to continue). Treatment length: 6 months.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; thi pain; oth pain (inner thighs and down sides of both legs, urethral pain associated with utis); pain inter; rec incont; aggrav incont; damage; neck pain. Surgical interventions: on (B)(6) 2019 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: mesh removal. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: panadol/panadeine (couple of times a day) for the treatment of: pain. Treatment duration: 4 years. On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: for life physio/clinical pilates. Treatment duration: couple of years . On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): oestrodiol 10mcg for the treatment of: dryness and uti prevention. Treatment duration: 4 years. On september 5, 2017 the patient commenced other (please specify) for the treatment of: nerve pain - thighs and lower pelvic area. Treatment duration: (nightly). On (B)(6) 2017 the patient commenced pain medication: amitriptyline for the treatment of: nerve pain at night. Treatment duration: 4 years. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: movement and pelvic floor. Treatment duration: 2 years. On (B)(6) 2017 the patient commenced other (please specify) for the treatment of: treatment of utis. Treatment duration: on and off as infection occurs. On (B)(6) 2017 the patient commenced other (please specify) for the treatment of: incontinence. Treatment duration: 4 years. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: movement and pelvic floor (clinical pilates became too expensive to continue). Treatment duration: 6 months.